Event description:
Manufacturer's evaluation of the returned strip vial revealed the existance of a plastic strand, of sufficient size to create a clinically significant bias in pt results. No pt injury was reported.